Event description:
Na- "multiple lips misfired, would not hold clip on anatomy." Patient status- "na."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon initial inspection, the engineering team found that the device had locked out due to excessive dried debris causing binding. The device was disassembled, cleaned and reassembled. Engineering was unable to replicate the complainant's experience. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. The root cause remains unknown. The instructions for use (IFU) instructs that the device be loaded prior to locating the jaws around the vessel or structure and that the device not be twisted or torqued excessively when positioning the jaws or firing on a tubular structure or vessel. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of our products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.